Event description:
When the surgeon was performing the leak test for the sleeve gastrectomy, the suction irrigator was leaking. The fluid was running out of the back of the hand piece through the slits. This has occurred quite often, and we have submitted several medsun reports on this.